Manufacturer narrative:
The account found the CPR cables were too tight. He adjusted the CPR cables to repair the bed.

Event description:
Info received indicates the head section will slowly drift down when weight is applied.